Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg ICD implanted: 2011-(B)(6); 5071-35 lead implanted: 2011-(B)(6); 7121 competitor lead, implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. Additionally, the left ventricular (lv) lead exhibited low impedance and high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.